Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the intubated patient was in MRI system when the pilot valve started to hover. The patient was not injured and the tube was not damaged.